Event description:
It was reported the patient had been admitted to the hospital for lead extraction due to endocarditis, sepsis, and vegetation on valves. The device and leads were all extracted "rather easily and did not require laser extraction." Upon transfer to the patient room, the patient became pale, had difficulty breathing, and subsequently had a ventricular fibrillation arrest and died. There is no allegation from a health care professional that the death was device related. The cultures were reported to have been cancelled due to the patient death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) no anomalies found.